Manufacturer narrative:
Additional information received: b5 investigation on-going. Results will be provided in a supplemental report.

Event description:
Additional information received on 29th february, that the surgeon cleaned the operative field most likely with saline in order to wash out any debris in case a small part of the forceps fell into the operative field. This was an additional measure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a maryland adtec bipolar grasping forceps. The reporter indicated that during a total laparoscopic hysterectomy (tlh), the hinge part of the working end of the maryland bipolar forceps was broken and the jaw could not be opened and closed. Per the reporter, this was the 16th time the product has been used. The surgeon judged there were no parts remaining in the patient's body since he did an intraperitoneal wash out. Clarification was received, the saline wash out was considered as an additional measure. Patient information has not been provided or is not available at this time. The malfunction is filed under aag reference (B)(4).